Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead had a loss of sensing. Upon lead revision it was discovered that this lead had dislodged. The lead was successfully repositioned with appropriate lead measurements. The patient reported feeling sluggish but did not attribute this to the function of the product.